Manufacturer narrative:
Date initial report sent: 09/16/2008.

Event description:
Procedure type: laparoscopy colectomy. Patient gender: unk. According to the reporter: during the surgery, the operator introduced the trocar into the abdominal wall. The distal end, which includes the blade, detached from the rest of the trocar and got stuck with subcutaneous fascia. The operator had to remove it with a surgical extraction. To do that, he had to enlarge the incision with a surgery extension time. No injuries for the patient. No additional information was available at this time.